Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2008 - the pt underwent laparoscopic ventral hernia repair with a composix l/p mesh. On (B)(6) 2008 - the pt was admitted to the hospital with abdominal pain, nausea and diarrhea. The pt was admitted with serious fluid noted by CT, erythema and warmth surrounding her umbilicus. The pt was admitted for abdominal cellulitis, the fluid intraperitoneal did not appear to be infected by culture, it was aspirated without difficulty. On (B)(6) 2008 - the pt underwent a laparotomy, lysis of adhesions, excision of composix l/p mesh and repair of an abdominal wall hernia with a composix mesh. On (B)(6) 2008 - office visit, incision line well approximated with staples intact, no sign or symptoms of infection.

Manufacturer narrative:
The pt underwent laparoscopic ventral hernia repair with a composix l/p mesh on (B)(6) 2008, a permasorb fixation device was used to hold it in place. Two months later, the pt was admitted to the hospital with abdominal pain, nausea and diarrhea, there was serous fluid noted by CT, the fluid did not appear to be infected by culture. One month later on (B)(6) 2008, the pt underwent a laparotomy, lysis of adhesions, excision of the composix l/p and repair of the abdominal wall hernia with a composix mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's previous surgical and/or medical history may have contributed to the alleged event. The pt reportedly developed a seroma which is listed as a possible adverse reaction in the product's instructions for use. The medical records do not indicate a device failure. Additionally, no sample has been returned for evaluation. Based on info provided no conclusions can be drawn.